Manufacturer narrative:
Investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used catheter adapter assembly with a miscellaneous extension line attached at the end of the luer adapter and five photos. Visual observation of the photos and unit revealed an inadequate connection between the luer adapter and the luer lock of the extension line. A leak test was performed with the extension line attached. Leakage was observed between the luer adapter and connection of the extension line, confirming your reported defect. Upon further inspection of the catheter adapter assembly, it was observed that the outer thread at the end of the luer was smashed. This type of damage most likely prevented a secure connection to be achieved, which resulted in leakage. Damage to the threads can occur during the manufacturing process due to misalignment and can lead to connection issues. Alignment is performed as necessary during set up or production. The reported issue was confirmed and most likely due to misalignment during the manufacturing process. A device history record review could not be performed as the lot number is unknown.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced leakage. The following information was provided by the initial reporter: this is a report about leakage from the catheter hub. After catheter placement, the hcp connected the catheter hub to an infusion line and then found blood leaking from the connection.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced leakage. The following information was provided by the initial reporter: this is a report about leakage from the catheter hub. After catheter placement, the hcp connected the catheter hub to an infusion line and then found blood leaking from the connection.